Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller had a low battery alarm, and the screen blacked out. The patient received a new controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of atypical low voltage alarms and the system controller (serial number: (B)(6) having a damaged screen were confirmed. The controller was returned to the product performance engineering (ppe) group for analysis. The screen was noted to be damaged, but the parameters were still legible. Damage was noted on the black power cable, and external evidence of fluid ingress was noted. Despite the observed damage, the controller was able to support a mock circulatory loop for an extended period of time without issue or alarm. The controller was opened, and evidence of fluid ingress was found on the controller¿s circuitry. Additionally, the outer layers of the power cables were removed where the power cable damage was observed, and kinking of the internal wires was noted. The fluid ingress and internal wire damage would cause the observed screen damage and atypical alarms. A log file was downloaded, and data from the reported event dates of 09oct2024 was reviewed. Atypical power cable disconnect and low voltage alarms intermittently activated after 20:36, due to faults on the black power cable. The driveline was disconnected at 23:25, consistent with the reported controller exchange. The root cause of the screen issue was determined to be due to fluid ingress, and the root cause for the atypical alarms was determined to be due to either the fluid ingress or the power cable damage; however, a root cause for the fluid ingress and the power cable damage were unable to be conclusively determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D - section 2 ¿how your heart pump works¿) instructs users to never submerge the heartmate 3 system controller or expose it to fluids or liquids of any kind. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.